Event description:
Reference number (B)(4) event occurred in saudi arabia it was reported that patient faced insulin flow block alarm due to bent cannula event on (B)(6) 2026. The insertion site was abdomen. The infusion set was in use for one day. No further information available.